Event description:
During an unk procedure, an error code 5 was indicated, with generator and hand piece. There was a scratch on the blade. Another device was used to complete the case. There was no adverse patient consequence. The device was discarded.

Manufacturer narrative:
Information not available; device not returned for analysis. (510(k)#k002981)